Event description:
It was reported that one day after the initial implant of the right atrial lead, it was confirmed to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196, implantable pacing lead, (B)(6) 2013. A 6935, implantable tachy lead, (B)(6) 2013. (B)(4).